Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, due to lack of benefit from the device. There are no plans to reimplant the patient with a new device as of the date of this report.